Event description:
It was reported that a large volume folfusor was leaking from the fill port when it was being filled with 50 ml of fluorouracil. This occurred before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Lot manufactured from 10/28/2014 to 10/29/2014. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional leak testing revealed no issues with the device related to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.